Event description:
It was reported that the implant at tooth site #23 was removed due to infection & allergic reaction. Implant become loose. Antibiotic superscripted on the event date symptoms as a result of the event: abscess & pain.

Manufacturer narrative:
Zimvie complaint number (B)(4).

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimvie received one (1) tsvtb8 (implant, tapered screw-vent, 3.7mmd, 8mml, fully textured, microgrooves) for evaluation. Visual evaluation was performed. Returned implant shows signs of wear/use, however, no damage that would cause or contribute to the event was identified. Measurements match drawing. Cal002c159 due: (B)(6) 2025. DHR review was completed for the subject lot number 1287041. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1287041 for similar events and two other complaints were identified (B)(4). Review completed utilizing keywords: (complaint category keyword: ¿dental: medical: allergic reaction + infection¿). The customer did not submit images for the reported event. Based on the investigation and risk management file review as per rm-00541-haz rev 4, the most likely root cause determined from the investigation was external factors, i.e., patient's condition. Refer to attached summary investigation for ¿bone loss¿. Therefore, based on the available information, a device malfunction did not occur. The implant had signs of use. No damage identified or signs of malfunction that would contribute to the event. The reported event was non-verifiable with all the available information provided. Infection is also a non-verifiable event. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. Similar complaints for implant infection have been previously investigated. Visual and dimensional evaluations of the previously returned product have not identified or suggested manufacturing non-conformances. While non-conformances were identified for some lots during manufacturing record reviews, the documented disposition actions for each did not suggest the likely release of non-conforming product. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. Additionally, all device history record reviews verified that each implant was sterilized per procedure for every device. All complaint data used for the summary investigation was found to be conforming and did not meet CAPA/hhe/d/ or any further escalations. Therefore, there were no complaints which confirmed a manufacturing or design related issue that did or could cause or contribute to the reported event. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.